Event description:
Customer reported a beep anomaly on her insulin pump. The customer stated there was 3 beeps on her insulin pump. The customer's blood glucose was 114 mg/dl. The customer stated the beep anomaly occurred twice in one day. She also stated she did not press or accidently press any buttons. She also reported that the beeping did not occur while she had her insulin pump in suspend. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).